Manufacturer narrative:
Bayer r & I product analysis received and examined the returned syringe and identified the presence of a white plastic particle in the fluid path. The particle, which was approximately 2.15 mm x 1.30 mm in size, was detected in the neck of the syringe. Although the overall size of the particle is approximately 2.15 mm x 1.30 mm in width, material extensions on the particle were observed that could break off into the fluid path. Comparison of the material extensions with the inside diameter of the range of catheter used for radiology injection concluded that, due to possible fragmentation, the potential of injection into the pt exists. The syringe kit instructions for use instructs the customer to "visually inspect contents and package before each use". This visual inspection is intended to ensure particulates are notice and mitigated, which is what occurred in this reported instance.

Event description:
The site reported the following. The technologist noticed a while particulate inside of the syringe.